Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. It is unknown if the patient stopped charging the device. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient reports ipg being dead for about a year now. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester and passed the test. The root cause of the issue is unknown as confirmation that the patient didn't properly maintain the battery voltage was never received.